Event description:
It was reported that the event occurred while in the cath lab during use. When injecting oypalomin, a contrast medium, into the catheter there was leakage from the catheter hub. The contrast medium was injected at 400 psi maximum safe pressure and 5 ml/sec maximum flow rate. As a result, the catheter was removed. A new kit was opened and used successfully. Contrast medium was injected at 400 psi maximum safe pressure and 3.5 ml/sec maximum flow rate. There was an approximate 20 minute delay or interruption in therapy, with no harm to the pt. There was no report of pt death, complications or injury. No medical/surgical intervention was required. The pt outcome is good. Additional info received on (B)(6) 2013, stated that the first insertion site was the femoral vein and the second insertion site was the same as the first (the sheath was left in place for the second insertion).

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.